Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not show the channel ID on left or right side when connected to the pcu. The tech recommended replacing the logic board. There was no patient involvement.

Event description:
It was reported that the device will not show the channel ID on left or right side when connected to the pcu. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine no channel ID on left and right side. Unable to determine the root cause. Tech support recommended to replace logic board and return module back to the factory. Device history review: a review of the device history record showed the device had a manufacture date of 03dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. H3 other text : over the phone troubleshooting.